Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a permanent implant procedure, upon closing of the pocket, physician noticed patient was bleeding continuously. Physician reopened the pocket and attempted to stop the bleeding however the bleed continued. Physician then used a drain tube and the issue resolved. The device remains implanted. Patient was stable.